Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip xtw was attempted to be placed, during establish final arm angle the clip opened continuously to approximately 40 degrees. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and an additional mitraclip xtw was selected and implanted successfully. A second mitraclip was then implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - efaa). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening during efaa (establish final arm angle) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.